Event description:
During testing at the user facility, it was noted that the device battery was swollen. The device was returned to the biomedical department with a report of, "the battery does not function". No tracking info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.